Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 59 mg/dl, 141 mg/dl, and 86 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated, the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.